Manufacturer narrative:
Evaluation of the returned pod coil revealed that the introducer sheath was kinked. If the pod coil is mishandled at an extreme angle during use while the introducer sheath is loaded into the rhv, damage such as a kink in the introducer sheath may occur and resistance may likely be experienced during advancement. Further evaluation revealed a kink in the pusher assembly and coagulated blood within the introducer sheath. This damage was incidental to the reported complaint and the root cause could not be determined. During the functional test, the pod coil could not be advanced from its returned position, and therefore, no further testing could be performed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils, a lantern delivery microcatheter (lantern), and a non-penumbra catheter. It should be noted that the patient's anatomy was tortuous. During the procedure, resistance was encountered when the first pod coil was advanced approximately five centimeters past the hub of the lantern. Therefore, the pod coil was removed. The procedure was completed using another ruby coil, seven penumbra coil 400s (pc400s), the same lantern, and the same catheter. There was no report of an adverse effect to the patient.